Event description:
Pedicle screw fixation was performed without rptr being told they were not approved to be used in the spine. She was told she would be back to work in 6 months and that she would have a back as strong as a robot, and should have no fear of the device breaking, bending, coming out of anything.